Event description:
It was reported the patient had their medication adjusted. Patient has consult for surgery. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Additional information received reporting that the patient was seen in clinic and their device was unable to be interrogated.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently did not note that the patient is still able to perceive magnet stimulation.

Event description:
Additional information received noting that the patient's device could not be interrogated but the patient is still able to feel stimulation when using their magnet. Per the physician, troubleshooting was performed in clinic but did not help. The patient's last known settings were provided and a battery life calculation (blc) was performed which confirmed battery depletion, explaining the device not being able to be interrogated. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient fell on 6/29 due to a seizure and hit their head. Patient was admitted at (B)(6) and the seizures were presumed to be due to low sodium with electrolytes critically low. While admitted, patient had a xray and it was noted that a lead break was identified. Lead impedance was not checked and the patient was discharged. Last device check was (B)(6) 2020. The patient was later seen by the physician and the high impedance was confirmed. No known surgery has occurred to date. No additional relevant information has been received.